Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer had 31089 error that turned into 31030 errors. Technical support engineer (tse) had customer hard cycle all components and reseat fibers but errors persisted and manifested into 307 errors. Tse had the customer hard cycle again and this time the errors were cleared. Later, the customer called back to report that the error 31089/170 had returned. Tse confirmed error 31089, calling out the blue fiber connection from the vision side cart (vsc) fiber port 1 (top left) to the patient side cart (psc). The customer had already reseated the blue fiber cables and power-cycled the system before calling. The customer moved the blue fiber cable to vsc fiber port 2 (bottom port) and rebooted the system. Error 31089 returned shortly after the system rebooted, and the error moved the vsc fiber port 2 (bottom port) to the psc. The customer replaced the blue fiber cable with a new one and rebooted the system. The system rebooted successfully with no errors. Tse remained on the line for several minutes and the fault did not return. The customer did not feel comfortable proceeding with the case and elected to abort to laparoscopic surgery. The procedure was aborted with no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced the robot fiber pigtail to resolve intermittent 31089 errors. The system was tested and verified as ready for use.